Event description:
G-tube placed (B)(6) 2013. Pt returned to surgery (B)(6) 2013. Balloon was found deflated and was reinsufflated on the g-tube port. At the end of the surgical case (about 2 hours later) the balloon had decreased to about half the size after insufflation.